Event description:
It was reported that during a da vinci transoral procedure, upon removal of the monopolar cautery instrument from the cannula, it was found that the cannula had damaged the shaft of the instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The monopolar cautery instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's main tube had scratch marks/abrasions. The main tube insulation was scratches and some of the insulation had been removed at the distal end. The scratches measured approximately .020 - .101 in length. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, material removed from the main tube scratches could likely cause or contribute to an adverse event, if the malfunction were to recur.